Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 73mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Unable to confirm battery out limit due to unresponsive buttons. Insulin pump received with minor scratches on lcd window and cracked reservoir tube lip.